Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 657mg/dl. It was stated that the customer was experiencing unexplained high glucose. It was stated that the customer's most recent glucose reading was 246mg/dl, and he was treated with an insulin drip of 14.0 units. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin pump passed the test. No further information was provided.